Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer stated that she changed battery and site as well. Customer pump shows no physical damaged, not bumped or dropped and device was exposed to sweat. Customer stated that there is visible damage on cap. Customer was advised that we will ship a replacement battery cap. Customer was advised to revert to a backup plan until the replacement battery cap arrives.